Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's husband called in to report a hospitalization due to high blood glucose levels and because the insulin pump did not work and was alarming after battery change. The customer's blood glucose level was 600 mg/dl. The customer's symptoms included nausea and vomiting. The customer was treated with a manual injection and an insulin drip. The customer was not wearing the device at the time of admission. The cause per the health care provider was diabetic ketoacidosis. The customer performed the self-test and the displacement test and they both passed. The caller requested a replacement device, and was informed to return the malfunctioning product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.